Manufacturer narrative:
Patient 4 had a new sample collected. The elisa result remained reactive. The western blot result remained negative in the follow-up samples. For the remaining patients, the western blot was not performed. The investigation determined that the elecsys hbsag ii and elecsys hiv duo assays were performing within specification. False reactive results may occur as the specificity of the elecsys hiv duo and elecsys hbsagii assays is less than 100%. Per product labeling, all initially reactive samples should be retested in duplicate with the elecsys hiv duo assay. Per product labeling, samples with an initial cutoff index of = 1.0 are considered initially reactive. Samples with a cutoff index of = 0.90 to < 1.0 are considered borderline. All initially reactive or borderline samples should be reassayed in duplicate using the elecsys hbsag ii immunoassay. If the cutoff index values of < 1.0 are found in both cases, the sample is considered negative for hbsag. Initially reactive or borderline samples giving cutoff index values of = 1.0 in two out of the three determinations are deemed repeatedly reactive. Repeatedly reactive samples must be confirmed using an independent neutralization test (elecsys hbsag confirmatory test). Samples confirmed by neutralization with anti-hbs are regarded as positive for hbsag. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Calibration and qc were within the expected ranges. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 analytical unit for six patients. Some of the affected patients also had questionable elecsys hbsag ii results. This medwatch will apply to the elecsys hiv duo. Please refer to the medwatch with a1. Patient identifier (B)(6) for the elecsys hbsag ii assay. Patient 1's initial hiv result on (B)(6) 2025 was 3.69 coi (reactive), and the repeat result on (B)(6) 2025 was 3.73 coi (reactive). The result of the western blot is pending. Patient 2's initial hbsag result on (B)(6) 2025 was 1.71 coi (reactive), and the repeat result was 1.88 coi (reactive). Patient 3's initial hbsag result on (B)(6) 2025 was 1.18 coi (reactive), and the repeat result was 1.17 coi (reactive). Patient 4's initial hiv result on (B)(6) 2025 was 7.14 coi (reactive), and the repeat result on (B)(6) 2025 was 4.74 coi (reactive). Confirmatory testing was completed, and the western blot result was negative. The initial hbsag result was 30.5 coi (reactive), and the repeat result was 28.9 coi (reactive). The customer also performed a rapid test, which gave a negative result. Patient 5's initial result on (B)(6) 2025 was 1.20 coi (reactive), and the repeat result was 1.18 coi (reactive). Patient 6's initial hiv result on (B)(6) 2025 was 1.38 coi (reactive), and the repeat result was 1.27 coi (reactive). The initial hbsag result on (B)(6) 2025 was 5.57 coi (reactive), and the repeat result was 5.22 coi (reactive). A new sample was collected, and on (B)(6) 2025, the initial result was 7.67 coi (reactive), and the repeat result was 7.52 coi (reactive). The western blot result was negative. It has been requested, but not clarified which patient these results are for.